Event description:
Physician was performing a routine angiogram and reported that the distal end separated from the catheter shaft while in the aorta. The distal end (about 8cm) lodged in the iliac artery. To date, the segment has not been removed. In the meantime, the pt has been discharged from the hospital. Physician indicated that the catheter may have been re-used.